Event description:
It was reported that thrombosis occurred. The procedure was aborted. A chicken wing anatomy left atrial appendage (laa) closure procedure was being performed under general anesthesia and intracardiac echocardiogram (ice) imaging. Venous access was obtained, and a full dose of heparin was given before transseptal puncture (tsp). Tsp was performed with a versacross connect transseptal access kit and a watchman fxd double curve access system (was). The was advanced into the left atrium, and a 31mm watchman flx pro closure device and delivery system (wds) was inserted and deployment attempted yet was unsuccessful. The wds was removed, and the was removed. Another tsp puncture was performed, and a watchman trusteer access system was inserted and the wds was reinserted. When attempting another deployment of the wds, a thrombus was seen attached to the distal portion of the laa. At that time, the physician decided to abort the case. The activated clotting time (act) results were noted to be 285, 343, and 394 seconds. No thrombus was visualized on the wds, was, or watchman trusteer access system. The patient was stable with no neurological effects and there were no patient complications.

Event description:
It was reported that thrombosis occurred. The procedure was aborted. A chicken wing anatomy left atrial appendage (laa) closure procedure was being performed under general anesthesia and intracardiac echocardiogram (ice) imaging. Venous access was obtained, and a full dose of heparin was given before transseptal puncture (tsp). Tsp was performed with a versacross connect transseptal access kit and a watchman fxd double curve access system (was). The was was advanced into the left atrium, and a 31mm watchman flx pro closure device and delivery system (wds) was inserted and deployment attempted yet was unsuccessful. The wds was removed, and the was was removed. Another tsp puncture was performed, and a watchman trusteer access system was inserted and the wds was reinserted. When attempting another deployment of the wds, a thrombus was seen attached to the distal portion of the laa. At that time, the physician decided to abort the case. The activated clotting time (act) results were noted to be 285, 343, and 394 seconds. No thrombus was visualized on the wds, was, or watchman trusteer access system. The patient was stable with no neurological effects and there were no patient complications. It was further reported the patient was discharged home. The patient is expected to be brought back at a later date for another attempt at a laa closure procedure.